Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to duplicate the reported issue. The cause of the reported issue was isolated to the reed switch, sw5. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device does not power on when the lid is opened. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.